Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported that the plaintiff allegedly experienced pain, emotional distress and a product problem. Furthermore, it was also reported that the plaintiff died. No cause of death was reported.